Event description:
It was reported that during flushing, air was observed inside the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. Upon flushing the device, air was observed inside the sheath. No error message was displayed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this polarsheath steerable sheath passed all standard manufacturing testing. During functional inspection, the sheath was able to hold pressure while being pressurized at 5.5 psi in hemostasis testing. Visual inspection found that the sheath valve was visibly damaged that would have caused a leak problem. With this, the reported event of sheath visible air/bubbles was confirmed. Furthermore, a tear in the hemostatic valve was observed. The valve slits and puncture location were aligned and were not believed to have been the cause for the tear observed in the hemostatic valve. It is most likely that the tear occurred from normal use during the procedure as no anomaly were found that could have contributed to the valve tearing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during flushing, air was observed inside the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. Upon flushing the device, air was observed inside the sheath. No error message was displayed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.